Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) to address the error 319, which points to the axes controller carriage (acc). Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the unit triggered an error 319 during normal mode test. As a fix the rolling loop fiber assembly will be replaced to address the reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called in to report that they received error 319 on arm 2, and there was a message informing them to disable the arm. The technical support engineer (tse) reviewed the live system logs and found an axes controller carriage (acc) node in the universal surgical manipulator (usm) reporting the 319 fault. The customer stated that they needed all four arms for the procedure. The tse had the customer hard power cycle the patient side cart (psc) twice with no success. The tse asked if the customer had another psc available, and the customer stated yes. The tse asked to stay on the line while the customer was converting to another psc, but the customer said that they would call back if needed. The procedure was converted to another da vinci system with no report of patient harm, injury, or adverse outcome.